Manufacturer narrative:
.

Event description:
The patient reported shocking while going through a security gate. Afterward the patient felt stimulation in the wrong area and was unable to make changes with the patient programmer. The patient was advised to follow-up with their physician. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.